Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in to report hospitalization for a body temperature drop and seizure brought on by low blood glucose levels. Customer stated insulin pump alarmed low insulin levels but did not hear it. Blood glucose level was 30 mg/dl at time of hospitalization and was treated with intravenous glucose drip at home. Offered troubleshooting but customer declined, stating she believed insulin pump was functioning properly. Nothing further reported.